Event description:
Covidien received a report from a respiratory therapist of a patient death, while on a n-560, serial number unknown. Rt stated that the n-560 was flashing zeroes and was not alarming; he did not know if the unit's alarms had been silenced. The cancer patient was in respiratory failure and time of death was prior to 4:30 am.

Manufacturer narrative:
Covidien made repeat calls to the hospital facility, and was informed by their risk manager that the hospital or staff will not provide us with any information concerning the reported event: it is unknown if the alarm of the device had been silenced; patient monitoring conditions are unknown. There is no device returning of evaluation, and the serial number of the device was not provided; therefore, covidien could not further investigate the device or the history of the device. See scanned page.